Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) may have contributed to high, out-of-range shock impedance values. Stored egms show clean shock egms, free from noise. Also, the shock vector is programmed from the distal coil to can configuration. Boston scientific technical services (ts) was consulted and recommended lead integrity testing. No adverse patient effects were reported. A chest x-ray was performed and no anomalies were noted. Commanded shock testing was also performed and the impedance measurements were between 120 to 122 ohms. In addition, a full energy shock was performed that yielded a shock impedance measurement of 101 ohms. The physician was satisfied with the results and the patient was discharged. No additional adverse patient effects were reported.